Event description:
On (B)(6) 2011, pt reported he just found out about the infusion set recall. Pt stated the last 4 infusion sets he has used have not gotten inserted correctly. Pt reported the issue is causing elevated blood glucose levels. Pt stated the blood glucose meter is showing "hi" and then 479 mg/dl. Pt's normal blood glucose range is 70-200 mg/dl. Pt reported he would remove the infusion set and the infusion set cannula would be bent. Pt is inserting the infusion set by hand. Pt stated the infusion set needle is sticking out straight when he presses the blue button. Pt reported his blood glucose level is coming back down. Pt stated he was treating his elevated blood glucose level by using the infusion device and bolusing. Pt discarded the alleged infusion sets. Pt will contact his supplier to get replacement infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.